Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging obtaining an inaccurate control solution result. The reporter was unable to provide exact readings. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.